Event description:
(B)(6) 2022 21:41:13 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(6) complaint status: in process mdt initial contact: (B)(6) taken by: smigim2 (B)(6) 2022 10:52 am smigim2: inquired what led up to the complaint. Customer response: cx reported loss of communication last night, oct/03 loss of communication t/s per dop114-980. System model number: 670g. Transmitter model: date rec'd by MFR. Customer reports loss of communication between pump and transmitter. Alarm(s) customer reports receiving: lost sensor, cannot find, etc.. Event(s)/activity(ies) occurred before loss of communication began: sleeping. Customer's outcome pertaining to the complaint: cx adv it is the 2nd time it happened since she had her xmtr replaced in august. I asked if it was 2nd consecutive time or random. Cx adv she called previously, left the number, someone called her back but she could not speak, as she was driving. Cx started to provide answers not related to my questions. Finally cx asked to speak to someone else, since according to her, I was not understanding her answers. I adv if I ask someone else to talk to her, she will be asked same questions. I transfd cx back to the queue. Ship: nothing / return: nothing country: (B)(6): calgary zip: (B)(6) input date: (B)(6) 2022 warranty start: 00/00/0000 warranty end: 00/00/0000. Information received by medtronic indicated that customer loss of communication between the pump with the transmitter. No harm requiring medical intervention was reported. Troubleshooting was not performed. Insulin pump will not be return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.